Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was having new pain. They noted that reprogramming caused this pain and that this was a sudden change. They noted that they were going to follow-up with their healthcare professional (hcp). They stated that they were implanted to address left leg pain only, but were experiencing right sided leg pain and was not feeling stimulation. They reported that a manufacturer representative (rep) reprogrammed the stimulation and it was too strong, but the patient didn't have a patient programmer (pp) to turn it off. They used their recharger to turn the stimulation off. They stated that this new pain started about a month ago, as did the lack of stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.